Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated that their monopolar curved scissors (mcs) instrument was not working, and energy was not firing. The isi tse found no related logs. Prior to calling in, the customer had already changed the instrument and energy cord without change. The isi tse walked the customer through a power cycle of the erbe. The isi tse viewed the system in artemis and found no mcs instrument installed. The customer stated that they would install it again later in the case and would call back if they continued to have the issue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer was performing a robotic cholecystectomy when the issue occurred. The staff performed a regular preparation for the case. There was nothing out of the ordinary noted. The original generator was used during the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse reproduced the issue and replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The erbe was analyzed, and the failure was confirmed. The system displayed m-1f-31/m-b0-60/m-b-51 errors. The erbe was placed on an in-house system and was run in normal mode. The unit would be returned to the original equipment manufacturer (OEM) for repair. The complaint regarding the monopolar energy issue was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.

Manufacturer narrative:
The erbe generator was further evaluated by the original equipment manufacturer (OEM). During the further investigation, the device did not generate any errors on startup. The erbe unit was functioning as intended. Errors m-b0 and m-1f errors were unable to be reproduced. During precheck the bipolar cut was at maximum range prompting a system calibration.

Event description:
Refer to h10/h11 for follow-up information.